Event description:
R radial arterial line connection tubing cracked within 30min of arterial line being placed. Equipment malfunction rapidly recognize by bedside rn; no titration of vasopressors or medical decision making was made based on incorrect bp reading. Manufacturer response for r radial arterial line connection tubing, r radial arterial line connection tubing (per site reporter) [redacted date] initial contact, meeting with bd on [redacted date] they have only looked at two samples, have not gotten the rest.